Event description:
It was reported that a balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 10/2.75 flextome cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured upon tenth inflation at 10 atmospheres. The procedure was completed with another of the same device. No patient complications were reported.